Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display has several dead pixels the pump continues to function. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device powered up with a black spot along the left edge of the lcd display. Not only that but the down button did not work. After further review, there was signs of previous moisture presence inside the battery compartment, on the back of the lcd screen, and on the front side of electrical board. Unable to perform displacement, and self tests due to the keypad anomaly.